Event description:
An occlusion alarm was reported, causing the customer's blood glucose level to display "high," exceeding 500 mg/dl. However, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and received help from their wife to set up a backup pump. No injury occurred, and the customer had no ketones. The issue was resolved by switching to the backup pump and resuming insulin therapy.